Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a search for similar complaints, a review of the historical data, and a review of product labeling. The abbott field service representative (fsr) observed that the cuvette washer nozzles were overflowing the cuvettes. The fsr replaced the tubing from nozzle to waste pump to address the issue. There were no additional discrepant results reported on (B)(4) after the nozzle tubing was replaced. The tbg. H.c. Nozzle a waste part number 7-203008-02 and tbg. H.c. Nozzle b waste part number 7-203009-02 were determined to be the likely cause for the issue. An instrument service history review revealed no additional erratic or discrepant results reported on (B)(4), nor did it identify any service or complaint issues that may have contributed to this issue. A review of the historical data did no identify any adverse trends, systemic issues, or nonconformances. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This event is also being reported in manufacturer report number 1628664-2019-00645, for a second suspect medical device, list 06l45-41.

Event description:
The customer reported multiple false decreased total bilirubin results when processing on the architect c16000. Initial results ranged from 1.9 to 38.4 and retest results ranged from 8 to 46. No impact to patient management was reported.